Event description:
Ous MDR. After an implantation period of 35 days a lead dislodgement was reported which was confirmed by x-ray. The lead was successfully repositioned. No adverse patient side effects have been reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been carefully analyzed. The available data confirmed a decrease of pacing impedance from approx. 700 ohms in (B)(6) 2016 down to approx. 400 ohms in the beginning of (B)(6) 2016. Furthermore the sensing amplitude decreased from 14 mv down to 2 mv in the beginning of (B)(6) 2016 with a subsequent increase up to approx. 4 mv. Additionally the two provided x-ray images were analyzed. The first x-ray showed a significant dislodgement of the lead compared to the second x-ray which was most likely taken in may post implantation. Thus the clinical observation could be confirmed. Should additional information or the device itself become available for analysis, the investigation will be updated.